Event description:
It was reported to philips that the live monitor in the examination room didn't display anything. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced dvi signal distributor in the r cabinet in the machine room which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment, the procedure was completed as planned by connecting to another monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor in the examination room didn't display anything. The failure analysis didn't confirm the reported malfunction. The fse performed system troubleshooting and found the dvi (digital visual interface) signal distributor to be defective. The fse replaced the dvi (digital visual interface) signal distributor of the radiology cabinet in the machine room to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.